Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Age/date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously elevated electrolyte patient results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment or injury as result of this event. The customer repeated the patient samples on a different, unknown analyzer with results considered correct.